Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification].

Event description:
A seventy-one-year-old male patient with a history of coronary artery disease received an impella 5.5 device for post-cardiotomy cardiogenic shock. Prior to impella implantation, the patient was receiving mechanical ventilation and inotropic support. The device was successfully implanted in the hybrid operating room. On the day after implantation, the patient developed cardiac ectopy and an elevation in plasma-free hemoglobin, indicating hemolysis. The impella position was adjusted, after which both the hemolysis and the ectopy resolved. The patient remained on impella support for a total of eleven days and demonstrated gradual clinical improvement throughout this period. After eleven days, native cardiac recovery was observed, and the impella device was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.